Manufacturer narrative:
H10: the reported complaint was verified. A latex free balloon of the td catheter was torn radially around the balloon with the top half flipped inside-out. The balloon also appeared to have failed while inflated with the latex free balloon material being stretched out. The cause of the ruptured balloon cannot be determined. No contamination shield was returned with the sample. Unused samples were received and tested and physical damage was observed on all of the balloons inserted into the repositioning sleeve where the cath-lock was tightened to 0.067" with the inflation cycle count decreasing on the sample when compared to a control sample. The probable cause of the balloon ruptures are due to inserting them through a mating device such as a repositioning sleeve or introducer with a smaller inner diameter than the balloon's outer diameter. This caused undue stress on a portion of the balloon as the balloon is stretched back and folds over. The lot review was performed and there were no issues identified.

Manufacturer narrative:
The device has been received and is pending investigation. Concomitant medical products: 8fr catheter, MFR st. Jude medical, repositioning sleeve, MFR st. Jude medical.

Event description:
The event involved a torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf, that during cardiac catheterization, the balloon ruptured in the patient. There was no reported difficulty noted during the insertion. It was also reported that an 8 fr. Catheter and repositioning sleeve was used during the procedure. They routinely perform a ¿balloon up¿ test shortly after it¿s taken out of the package by the fellow, who pre-inflates the balloon. There was no serious injury/harm, no adverse event, no medical intervention required and no delay in critical therapy.